Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastric varices using a pod8 and a lantern delivery microcatheter (lantern). During the procedure, while advancing a pod8 into the target vessel using the lantern, the physician was not satisfied with the way that the pod8 was taking shape in the aneurysm; therefore, the pod8 was removed. The procedure was completed using ruby coils and the same lantern. There was no report of an adverse effect to the patient.